Event description:
It was reported that when handling the bd bactec¿ plus aerobic/f culture vials (plastic), an individual came into contact with the adhesive on the label of the blood culture bottle and experienced an allergic reaction, resulting in blisters on their hands.

Manufacturer narrative:
Investigation summary catalog 442023. Batch no. Unknown . Customer reported an allergic reaction on hands when handling the blood culture bottles neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported that when handling the bd bactec¿ plus aerobic/f culture vials (plastic), an individual came into contact with the adhesive on the label of the blood culture bottle and experienced an allergic reaction, resulting in blisters on their hands.

Manufacturer narrative:
G5: PMA/510(k)#: k222591. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.